Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead warning triggered, and the ventricular lead exhibited decreasing/low impedances, as well as spiking thresholds. The patient complained of a 'fluttering' in the abdomen during lead testing. The lead was reprogrammed, and remains in use. No patient complications have been reported as a result of this event.